Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. The root cause of the reported issue is attributed to use error. The master label and product print for the part number confirms that the tibia is marked with 'left' or an 'l' respectively to indicate the product is for the left side, however the surgeon implanted the left sided tibia implant into a right sided tibia. The reported event is confirmed as the reported tibia is for the left side and they implanted it on the right; they corrected the implant intraoperatively to a right sided tibia. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the surgeon implanted a left sided persona tibial implant into a right sided tibia. This was picked up almost instantly when the surgeon had difficulty inserting the polyethylene insert onto the implant. As a result of this the decision was made to remove the incorrect implant and insert the correct prosthesis. This was done and it was discussed that the cause of this was as a result of not checking the implants thoroughly enough prior to implanting.

Manufacturer narrative:
(B)(4) g2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.